Event description:
A pt successfully received the gore excluder bifurcated endoprosthesis for treatment of an abdominal aortic aneurysm in 10/2006, a mms study showed a short aortic proximal attachment site below the left (and only) renal artery. The pt underwent successful elective endovascular surgery in 2005 using two add'l devices to increase the seal zone. In 01/2006, follow up cta and mms studies demonstrated "excellent graft position with no evidence of migration, deformation, or aneurysm enlargement" per the physician. A slight type 2 endoleak was seen. A 12 month follow up appointment was scheduled as the pt was reported to be doing well.